Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen on (B)(6) 2023 using the coolsmoothpro and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, vasovagal symptoms may include dizziness, lightheadedness, nausea, flushing, sweating, or fainting during or immediately after the treatment. Vasovagal response is the body's response to triggers that over-stimulate the vagus nerve, which in terms causes vasodilatation and bradycardia. Typical triggers include pain, trauma, sudden positional change, stress, etc. From our database, vasovagal responses have been reported with both abdomen and flank treatments, as well as 6.0 and 8.0 applicators. It appears to be more related to the individual response. Common practice in the prevention and management of the vasovagal reaction can also be used in taking care of patients who develop vasovagal symptoms during coolsculpting, including removal of source of trauma (stopping treatment), having patient lie down, cool towel, etc. It is advisable that the staff stay in the room during the first 5 ¿ 10 minutes of the treatment until the patient become accustomed to the treatment and is stable. It is known that vasovagal responses are transient and resolve spontaneously within several minutes.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen on 17/nov/2023 using the coolsmoothpro and presented with an infection and loss of consciousness post treatment. The patient was hospitalized for 3 days and was diagnosed with infectious cellulite, and was treated with morphine and intravenous antibiotics. After hospital discharge, the patient was treated with oral antibiotics.